Event description:
Patient is a (B)(6) man who underwent embolization of a right carotid cavernous fistula with a 4.5 mm x 16 mm graftmaster covered stent, which is an off label use of a hde device. The stent was placed at the intended location in the right internal carotid artery. During deployment, the mounted balloon on the stent was defective and ruptured. When trying to remove the stent which was not fully deployed, it dislodged in distal cervical portion of the right internal carotid artery. The dislodged stent was successfully removed using an ev3 amplatz goose neck snare. The procedure was aborted at this point. The patient recovered from general anesthesia with no clinical complication. Reference MFR # 2024168-2017-03028.